Manufacturer narrative:
H.6. Investigation summary : a device history record review was performed for provided lot number 9031854 and the review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To further investigate this issue, one physical sample was returned for evaluation by our quality team. The sample was examined and damage was observed to the extension tubing. Leakage testing was performed and leakage was observed within the extension tubing, near the adapter component. Our quality team then inspected the manufacturing process to find a potential source of this damage; however, no quality issues were found. It is possible that this incident resulted from a defect in this manufacturing equipment, specifically a broken pin dial on an adapter related station. Since the production of the lot number, improvements have been made to the manufacturing system to further increase line clearance and increase the sensors within the production process. Our quality team will continue to monitor the production process for signs of this defect and other emerging trends.

Event description:
It was reported that 2 bd saf-t-intima IV catheter safety system (non-dehp) 22 g x 0.75 in. Experienced leakage during use. The following information was provided by the initial reporter: leak at connector base - 2 times on the same batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd saf-t-intima IV catheter safety system (non-dehp) 22 g x 0.75 in. Experienced leakage during use. The following information was provided by the initial reporter: leak at connector base - 2 times on the same batch.